Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) had migrated and patient was experiencing inadequate pain relief, discomfort, soreness in the arm and shoulder around the implant site. It was noted that the issues started when patient lost a lot of weight. The patient underwent a pocket revision and ipg replacement procedure. The patient was doing well postoperatively and the explanted device was not returned.